Event description:
I wanted to notify you of a product complaint on our microsensor. The sensor and/or the icp express monitor appeared to be malfunctioning with random readings extremely high, then low. I will send in the implant for testing. Please send me a kit to return the sample. I will complete the form with further details shortly. The surgeon would like feedback on the test results. (B)(6) 2015 per rep: surgeon explanted sensor, there was no delay in surgery.

Manufacturer narrative:
Gtin: unknown. Upon completion of the investigation a follow up report will be filed.